Event description:
Related to MFR. #: 2030404-2012-00123, 3005188751-2012-00136. It was reported following a left atrial cardiac ablation procedure, the pt developed a pericardial effusion. A swartz introducer was used to perform transseptal puncture without complications. An inquiry decapolar catheter was placed in the coronary sinus. A cool path duo ablation catheter was used to ablate near the mitral valve. After the procedure, an echocardiogram was performed revealing a pericardial effusion which stabilized without intervention. The pt¿s current status is listed as stable. Additional information was requested and is not available.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record confirmed this device met manufacturing requirements prior to shipment. The review revealed no non conforming material reports as well. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.